Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has been requested but not received to date. (B)(4).

Event description:
A competing manufacturer reported that during a laser assisted cataract extraction with intraocular lens implant surgery, a pt experienced a posterior capsule tear (pc tear) and the nucleus fell back into the eye. The surgery center supervisor who reported the event to the competing MFR stated the pt underwent a pars plana vitrectomy and intraocular lens implant surgery. It was reported the pt's symptoms are continuing.